Event description:
The customer reported that they have received inaccurately high spo2 readings. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that they have received inaccurately high spo2 readings. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.